Event description:
Provider/patient reported "the" following: patient had allergic reaction to aligner material. Happened immediately.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reation.